Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. The physician elected to continue monitoring the device. There were no patient consequences.